Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician attempted to place a smart coil; however, noticed that the coil was "deformed". Therefore, the smart coil was removed. The procedure was then completed using six new coils. There was no report of an adverse effect to the patient.